Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. A salty substance was found on the sensor interface board. The sensor interface board was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during preuse testing. There was no report of patient involvement.